Event description:
It was reported that, after a tka surgery had been performed, the patient experienced pain. A revision surgery was performed to exchange the jrny bcs patella biconvex 26 mm std. The patient outcome is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed after about eleven years in-situ due to pain. Patella and tibial insert were exchanged. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that two undated x-rays were provided for review and show a lateralization of the patella but no comparison is available if change over time. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint and based on the limited information available, the root cause of the pain cannot be concluded. This could be normal wear, however, the patient¿s activity level nor any trauma was reported that might precipitate the pain. Without the return of the actual product involved and no medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.